Manufacturer narrative:
(B)(4). Labeling review found that the labeling is sufficient for the use error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The homechoice device was not available, therefore, the product analysis lab was unable to perform the evaluation. The service history review of the device revealed no previous events were related to the reported condition. After review of all available device evidence, the assignable cause of the reported event was undetermined.

Event description:
The customer contacted baxter's technical service with questions with program setting on pro card. The home patient (hp) manually changed the program setting causing the homechoice (hc) to do 6 cycles. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy and his program is set correctly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation, therefore, baxter cannot determine root cause.